Manufacturer narrative:
(B)(4). The pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Event description:
Information received by medtronic indicated that the insulin pump did not alert for no reservoir when the customer completed the loading process without a reservoir inside. Customer stated that upon completing the pump rewind, the device alarmed insulin flow blocked when they were not connected to it and there is no reservoir inside. No troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.